Event description:
The patient had a hickman three line catheter placed . The patient was receiving chemotherapy when the rn that was drawing blood from the hickman catheter noted cracking to one lumen of the triple lumen catheter. The cracking was noted to be on the line marked "small" with the white end. The cracked hickman catheter was surgically removed and replaced with a double lumen PICC line. Manufacturer response for hickman triple lumen catheter, port vascular access smart 7.5fr. (Per site reporter): they have provided a means of returning the device. And we will await a failure analysis.